Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ladg, the staples were unformed at the middle part of the cartridge at the 1st firing. The cartridge color was blue. When the device was fired on duodenum, one line close to the knife was unformed. Additional resection was performed. The device was applied tension to push up the pylorus. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n57816. The analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.